Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 61 mg/dl at the time of the incident. The customer was at 94 mg/dl at the time of the call. The customer used food and pump suspend to treat the lows. The customer had lows for 10 days and reduced their basal patterns, but still went low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.